Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the hospital after receiving 5 hv therapies. Upon interrogation segm's showed svt episodes were misdiagnosed as vt. Programming changes were made. The patient will continue to be monitored normally.